Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps alarms " error system advisory / unit primary alarm post failure." No patient adverse events reported.